Event description:
It was reported to boston scientific corporation that a naviflex delivery system was to be used during a procedure on an unknown date. During the procedure, the device "snapped". The procedure was completed with another of the same device. No further information has been obtained despite good faith efforts; however, this may suggest that the guide catheter broke. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable event of a guide catheter break.